Event description:
Per the clinic, the patient developed inflammation around the implant site. The patient was treated with boric acid powder (date not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
This report is filed march 25th, 2015. Implanted device remains.